Manufacturer narrative:
Per the instructions for use, device embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, the ventricular embolization was attributed to leakage of the delivery system during valve deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This report is associated with report #2015691-2015-03271. Method: (B)(4): no testing methods performed. Result: (B)(4): no results available since no evaluation performed. Conclusion: (B)(4): known inherent risk of procedure. (B)(4): human factors.

Event description:
As reported through our (B)(4) affiliate, during valve deployment of a 29mm sapien 3 valve the balloon inflated approximately 50% due to leakage noted at the strain relief of the commander delivery system resulting in valve embolization towards the ascending aorta. As reported, the balloon valvuloplasty (bav) was performed without issues. The delivery system was inserted and valve alignment was performed without any problems. During the deployment, the balloon inflated about 50%. Liquid was noted coming out at the strain relief next to the y-connector. The rapid pacing was lowered to 140bpm in order to exchange the delivery system for a 25mm bav; however, the valve embolized towards the ascending aorta. The half deployed valve was pulled back with the 25mm balloon (only partially deployed), into the descending aorta but not fully deployed. A new e-sheath, commander and valve was used. It was not possible to cross the partially deployed valve in the descending aorta and the commander with valve and sheath were removed again. Another e-sheath was inserted through the partial deployed valve; the valve was successfully implanted with good result. The first valve was secured and implanted below the renal arteries (the doctor did not want to go higher because of the mesenteric artery) but the valve occluded the right renal artery. Two stents were deployed in the renal artery which resolved the event. There were no vascular complications.

Manufacturer narrative:
Cine images were submitted for review. The following observations and impression were made by an edwards physician proctor. Procedural angiography: 1st valve implant appears too aortic. Long pacemaker run noted. Initially, valve deployed in a good position. Ds balloon loss of inflation observed at 50%. Valve then implanted in descending aorta below renal artery. Second valve appears too low post deployment, but fully expanded within annulus. Observations/impression: do not recommend post dilatation with a 25mm bav for a 29mm valve. Embolization was the result of the balloon leakage. Deployment of embolized valve. This report is associated with report #2015691-2015-03271.